Event description:
It was reported that during a ptca / stenting treatment procedure the maverick2 monorail ruptured at 8 atms on the third inflation. (The initial and second inflations were also 8 atms.) The lesion being pre-dilated for stent placement was a very calcified, 99% stenotic lesion in the distal circumflex coronary artery. The patient was asymptomatic during this event. It is noted that resistance was met upon insertion and removal of the maverick2 monorail balloon catheter. The maverick2 monorail balloon catheter was removed and replaced with another maverick balloon catheter to successfully complete the procedure, patient status is reported as 'good'.